Event description:
It was reported that during an open small bowel resection, the firing force was higher than expected at the 1st firing and the device could not be fired. The staple height was blue. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Knife. The analysis results found that the ntlc75 instrument was received in good visual condition and with a cartridge reload present. The cartridge reload had the swing tab in the locked position, and the proximal one driver up and the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and the cartridge was loaded into the device for functional testing. During analysis the device did not fire completely, however the deployed staples were properly formed. Further analysis showed that the knife assembly was broken not allowing the device to complete the firing sequence. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.